Event description:
The customer reported to olympus, the evis exera ll ultrasound gastrovideoscope tested positive for stenotrophomonas maltophilia. The issue was found during a routine culture of the scope. All channels were sampled. Sampling occurred at reprocessing, before use. The distal end tested positive for 350 colony forming units (cfus), the operating channel tested positive for 1000 cfus, the suction channel tested positive for 200 cfus, the air/water channel tested positive for 60 cfus and the auxiliary channel tested positive for 85 cfus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation. Prior to evaluation, the device was sent to an independent lab for microbial testing. Once the device has passed testing, it will be returned to olympus and undergo a physical inspection. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. . The device was evaluated where no abnormalities were found that could have led to the positive culture. Additionally, the repair center found the bending section rubber glue separated. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.